Event description:
Dr. Placed a passport sheath over a stiff wire from left axillary percutaneous access into the descending thoracic aorta to attempt mesenteric intervention. Shortly after placing the passport sheath into the aorta the valve of the sheath started leaking precipitously and given the location/situation [it is generally cumbersome and not easy to drive a sheath from the arm into the aorta], dr was not able to get an appropriately sized replacement sheath in place for several minutes which led to at least 250-300cc of blood loss. Unfortunately, this would not have happened had the passport sheath been functioning properly. This is at least the 3rd or 4th occurrence of issues with the passport sheaths but typically the problem is they come with the wrong size dilator or no dilator at all. Felt that in this situation it could have led to patient harm.